Manufacturer narrative:
The pipeline devices will not be returned for evaluation as they were implanted in the patient. The devices will not be returned, therefore the event could not be confirmed. The cause of the event could not be determined based on the reported information. Alejandro tomasello, nicolas romero, sonia aixut, maria a. Miquel, juan m. Macho, carlos castaño, pilar coscojuela, miguel lemus, lucia aja, luis san roman, jordi blasco <(>&<)> alex rovira (2016) endovascular treatment of intracraneal aneurysm with pipeline embolization device: experience in four centres in (B)(6), neurological research, 38:5, 381-388, doi: 10.1080/01616412.2016.1155335 mdrs related to this article: 2029214-2016-00472 2029214-2016-00473 2029214-2016-00474.

Event description:
Medtronic received information from literature review that pipeline devices did not open intraprocedural. The purpose of this article was to review the experience of pipeline flow diversion treatment. The authors retrospectively reviewed 47 patients (34 women and 13 men, mean age of 51 years) with 67 aneurysms. 42 patients were treated for unruptured aneurysms and five patients for post subarachnoid hemorrhage. The aneurysms were saccular, fusiform, blood blister, or dissecting. Average aneurysm size of main saccular aneurysms was 11.5mm with neck of 6.5mm. 60 of the aneurysms were located in the anterior circulation and 7 in posterior circulation. Eleven of the aneurysms were previously treated (coil, stent/coil, surgery). It was reported that during two cases, balloon angioplasty was required during in order to achieve full expansion of the pipeline device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.